Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. The investigation is complete. This is an initial final report submission. Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the pulsavac had a strange noise and did not spray saline water. However, the motor was working. There was no harm to the patient or operator. A 0-15 minute delay to the procedure did occur. The surgeon used an alternate device to complete the procedure. Due diligence is complete and no additional information is available. During device evaluation visual inspection of the interior of the batter pack found the batteries had leaked electrolyte inside of the pack. No adverse events were reported as a result of this malfunction.